Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body within the syringe assembly. The customer elected not to use the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe assembly, lot number 8402063, and identified the presence of a thin plastic strand of filament in the fluid path. The particle was detected in the neck and barrel of the syringe and measured approximately 250mm in length and 0.25mm in width. Our investigation determined that the particle noted in the syringe was introduced during the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use." This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Manufacturer narrative:
Corrected data from initial report: the initial MDR (2520313-2016-00065) dated september 15, 2016 was submitted with an incorrect product identifier in the initial narrative. The correct product identifier is envision CT disposable kit.